Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 900s mg/dl with a high level of ketones. Boluses were attempted to be delivered to address the bg level. The contact suspected that the pump was not delivering insulin and was thought to be the cause of the high bg. The customer went to the emergency room for diabetic ketoacidosis (dka) and was admitted to the hospital. The customer was treated with intravenous insulin, fluids and sugar. On (B)(6) 2017, while still in the hospital, the customer was reconnected to the pump for 2 hours and the bg increased to 300 mg/dl with a moderate/high ketone level. Intravenous fluid and insulin injections were administered by the hospital staff. The cause of the high bg was not known. The customer was reverted to insulin injections for insulin therapy. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved. Reportedly, the customer had been using humalog in the cartridge for 4 days. Tandem technical support informed the contact that humalog was labeled for 48 hours use with the cartridge.